Manufacturer narrative:
The customer's report was observed by a zoll approved service provider and attributed to the ECG board. A replacement ECG board was sent to the business partner. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.